Event description:
Healthcare provider reports: protime system inr results lower than ref lab. On (B)(6) 2010, pt tested and no clot was detected. On (B)(6) 2010, protime inr 1.5 retest was 2.0. Pt's inr therapeutic range: 2.0-3.0. Provider reported: "unable to ascertain if low molecular weight heparin should be stopped or vitamin k be given. Nurse noted the pt was "very sick" and discharged to go home. No hospitalization. Pt's inr level was stabilized.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further evaluation.